Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient experienced infection at surgical site as visual inspection revealed redness and swelling. As for intervention patient was given a course of antibiotics that did not improve the condition and so the device was explanted and a new device was implanted and the issue was resolved. No further complications were noted or anticipated